Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium transfer set "was idled" and could not connect to the titanium adaptor during set up/preparation. The transfer set was exchanged for a new set. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.